Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The exact event date was not available, therefore the date 02/01/2025 was used as an estimate, based on the reported onset occurring early this year in february. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and erosion are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A revision surgery was performed in which physician confirmed erosion and explanted the device around (B)(6) 2025. The patient then underwent extended indwelling urethral catheter management. A new device was later implanted on (B)(6) 2025. There were no further patient complications.